Event description:
This supplemental report is being filed to provide additional information that the system was replaced due to an inappropriate shock. The electrode was capped. There were no additional adverse patient effects. It was reported that this patient had previous untreated episodes due to t-wave oversensing with noisy signals. The system was re-optimized at the time to a new sensing vector. The patient has been undergoing continuous troubleshooting to determine the most optimal sensing vector for their underlying condition. It was also noted that the patient had developed pericarditis. The patient's sensing vector was reprogrammed to primary. No additional adverse events were reported.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this patient had previous untreated episodes due to t-wave oversensing with noisy signals. The system was re-optimized at the time to a new sensing vector. The patient has been undergoing continuous troubleshooting to determine the most optimal sensing vector for their underlying condition. It was also noted that the patient had developed pericarditis. The patient's sensing vector was reprogrammed to primary. No additional adverse events were reported.

Event description:
This supplemental report is being filed to correct the model number to 3010. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this patient had previous untreated episodes due to t-wave oversensing with noisy signals. The system was re-optimized at the time to a new sensing vector. The patient has been undergoing continuous troubleshooting to determine the most optimal sensing vector for their underlying condition. It was also noted that the patient had developed pericarditis. The patient's sensing vector was reprogrammed to primary. No additional adverse events were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the model number to 3010.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this patient had previous untreated episodes due to t-wave oversensing with noisy signals. The system was re-optimized at the time to a new sensing vector. The patient has been undergoing continuous troubleshooting to determine the most optimal sensing vector for their underlying condition. It was also noted that the patient had developed pericarditis. The patient's sensing vector was reprogrammed to primary. No additional adverse events were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient had previous untreated episodes due to t-wave oversensing with noisy signals. The system was re-optimized at the time to a new sensing vector. The patient has been undergoing continuous troubleshooting to determine the most optimal sensing vector for their underlying condition. It was also noted that the patient had developed pericarditis. The patient's sensing vector was reprogrammed to primary. No additional adverse events were reported.